Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (lot #, model # and expiration dates). Since the lot # of the test strips was not provided, device manufacture date could not be determined.

Event description:
An advocate reported that the customer's blood glucose reading on the contour next link 2.4 meter was 50 mg/dl lower compared to the reading obtained with the physician's meter. The customer did not provide any specific readings or details of customer's visit to the physician. There was no allegation of an adverse event. The product is not expected to be returned for evaluation.